Event description:
The customer reported that during a percutaneous rf ablation procedure, the insulation on the electrode came off. The patient sustained a 2cm 3rd degree burn at the insertion site on the right abdomen. The patient was given analgesic and antibiotic. The patient received outpatient treatment. A skin graft is not planned at this time. A metallic guiding needle was used for the procedure and the doctor thinks the electrode could have been damaged by coming into contact with the guiding needle. The incident electrode was discarded by the customer.

Manufacturer narrative:
(B)(4). The incident device was discarded by the customer and is not available for use. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.